Event description:
The customer was admitted to hosp for high bgs. It was stated that the bgs had been high for the past three days. No manual injections were given as no syringes available. It was noticed that two of the sets had bent cannulas, however, at no point did nurses receive a no delivery alarm. No leaks were found. No scar tissue is present. The pump passed all troubleshooting tests. Pump did display with missing segments and could not be clearly read.